Event description:
It was reported by service report that the mattress could not adhere to litter surface due to missing velcro. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.